Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: two hundred samples were received for evaluation. The samples were tested for sustaining force. 199 samples measured between 8.65n and 11.80n and one (1) sample measured 19.50n, which is within specification therefore failure mode is not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.the samples received were within specification therefore the complaint could not be confirmed and a root cause could not be determined.

Event description:
It was reported with the use of the bd posiflush¿ ns filled syringe there was an issue with difficult plunger movement. There was no report of injury or medical intervention.